Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation revealed a different model and serial number than the implanted device. After entering the correct data, the device exhibited back-up vvi mode and telemetry reported incorrect measured data.